Event description:
It was reported that the surgeon inserted a micl 13.2 implantable collamer lens and the lens was torn during insertion. The incision was enlarged to remove the lens but no sutures were required. Another same model lens was implanted.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that part of a haptic plate was torn missing and there was evidence of a clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge, and foam tip plunger and cartridge were not returned for evaluation.